Event description:
Pt was implanted with a heartware ventricular assist device (hvad) on (B)(6) 2016. He was discharged to an inpatient rehabilitation facility on (B)(6) 2016 and was readmitted to our ed on (B)(6) 2016 and hospital on (B)(6) 2016 for elevated hvad power and suspect pump thrombosis. He was admitted to surgical ICU for medical care. His inr was 2.2. He was placed on unfractionated heparin drip with no improvement in the pump power. He was then placed on integrillin however the pump power was noted to be elevated persistently. Tpa was then initiated and the pump power improved and hvad flow normalized; however, at 10:30 am, that morning the patient began complaining of chest pain and severe shortness of breath. He then complained of nausea and diuresis and rapidly declined. Despite aggressive efforts the patient expired. An autopsy revealed ischemic small bowel, blood and blood clot in the pericardial area. Left ventricular assist device was removed and will be sent to heartware. On (B)(6) 2016 vad interrogation: speed (rpm): 2500. Flow (lpm): greater than 10. Power (w): 4.6.